Manufacturer narrative:
(B)(4). This report is for use error ? Breach in aseptic technique, where the patient's transfer set disconnected and fell onto the floor during therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the hp?s transfer set became disconnected and fell onto the floor during therapy. The care giver (cg) stated that the patient reconnected to the patient line. The technical service representative (tsr) advised the cg to end the therapy and start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.